Manufacturer narrative:
This complaint was deemed reportable due to the fact that there was delay in treatment due to the clinicians not being aware of an alarm condition. There was no adverse outcome. The customer reported that the art (arterial blood pressure) measurement went down to almost 50 but the monitor did not annunciate red alarm necessitating the use of emergent care. Philips personnel discovered that in standard profile (configuration) the extreme alarms were disabled for art/abp on all monitors in the ward. Philips determined that the users had configured their monitors to disable the art alarm that they expected. The users have been notified of this finding. The labeling is clear on how to configure these alarms. There was no device or labeling malfunction. No further investigation or action is warranted.

Event description:
The customer reported that the art [arterial blood pressure (alternative)] measurement went down to almost 50 but the monitor did not annunciate red alarm necessitating the use of emergent care.